Event description:
It was reported that the patient who had tka with super flex (ps) on (B)(6) 2003, came to the hospital due to the unknown pain on (B)(6) 2013. The surgeon suspected ablation of the tibial insert and deformation of the patella affected the pain. So, the revision of the insert and implanted patella on (B)(6) 2013. The surgeon noticed that ablation of the anterior post area of removed tibial insert. Also, he suspected that the ablation of the anterior post of the tibial insert affected the instability of the knee and inflammation reaction. Also, the inflammation reaction caused the pain.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient who had tka with super flex(ps) on (B)(6) 2003, came to the hospital due to the unknown pain on (B)(6) 2013. The surgeon suspected ablation of the tibial insert and deformation of the patella affected the pain. So, the revision of the insert and implanted patella on (B)(6) 2013. The surgeon noticed that ablation of the anterior post area of removed tibial insert. Also, he suspected that the ablation of the anterior post of the tibial insert affected the instability of the knee and inflammation reaction. Also, the inflammation reaction caused the pain.

Manufacturer narrative:
An event regarding wear involving a scorpio flex insert was reported. The event was confirmed. A material analysis has been performed. The report concluded: ¿in-vivo service related damages to the articulating surfaces included asymmetric burnishing, scratching and third body indentations. These are commonly identified damage modes on uhmwpe tibial inserts. There is abrasive wear damage on the anterior, medial and lateral sides of the post. It is likely that cyclic impingement from the notch area of the femoral component against the post caused the wear. The asymmetrical burnishing pattern suggests that the knee may have been unstable or misaligned, which resulted in variable loading on the insert. There was no evidence of manufacturing or material defects on the returned ultra-high molecular weight polyethylene (uhmwpe) tibial insert. No medical records or x-rays were made available for evaluation. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. There was no evidence of manufacturing or material defects on the returned scorpio insert. The asymmetrical burnishing pattern suggests that the knee may have been unstable or misaligned, which resulted in variable loading on the insert.